Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The seal was removed by loosening the anastomosis. The anastomosis site was not damaged. No pt complications were reported by the hospital.